Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer, the information :race and ethnicity are not available.

Event description:
It was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Event description:
It was reported that during an infusion of a 24-hour protocol chemotherapy (etoposide, doxorubicin and vincristine in a single infusion), leakage was observed at the 0.2 micron filter extension set. It was noted that a burette set was also used during infusion and there was no leak observed in the burette. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Manufacturer narrative:
Please disregard this manufacturer report number 9616066-2020-01942. The customer has clarified that the leak was observed just in model # 20027e and not in model # 10821753. The issue on model # 20027e was already captured in manufacturer report number 9616066-2020-01922. Device history record for model 20027e lot 20016601 shows that the set was manufactured on 23 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 10821753 lot 20026322 shows that the set was manufactured on 17 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.